Event description:
It was reported that the hv lead impedance was out of range.

Event description:
New information received notes that the lead was capped and replaced.

Manufacturer narrative:
Device evaluated by manufacturer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.